Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported ¿hole nonspecific¿ via an rga form. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as surgical damage additional observations: observed non penetrating nicks on the device.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported ¿hole nonspecific¿ via an rga form. Device has been explanted.